Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was due to the cable connecting ECG "c" and ECG "d" being pulled from the strain relief, breaking the orange (lead 2-) wire and brown (lead 1-) inside the dn. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing adjust belt messages.